Manufacturer narrative:
(B)(4). Batch # t94133. Date of event is unknown. The analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and was noted that the silicone was missing and with the trigger broken, not allowing the trigger to function as intended. In addition, 16 clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, there was an issue with opening and closing the device and releasing the clip but the device did not get stuck on patient tissue. Another device was used to complete the case. There were no patient consequences.